Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited intermittent capture, low impedance, unacceptable thresholds and noise. The lead was capped on (B)(6) 2013.